Event description:
The dentist reported that after nearly 2 weeks the dental implant was installed in intra-oral region #10, it was verified its non osseointegration. A 20 ncm or primary stability was achieved and immediate load was not performed. Patient presented low bone quality (bone type IV) and fenestration occurred during the procedure.